Event description:
I am stuck with a bad pacemaker lead I used. But now I am struggling with diabetes from seraquel - insulin dependant. I get shots 4 times daily. Please respond in some way. I need legal help please. Please help any way you can. Since 1992, I am living in (B) (6) hospital. (B) (6) hosp (B) (6).